Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent thrombosis occurred and the patient died. In (B)(6) 2012, the patient presented due to stable angina. Subsequently, elective percutaneous coronary intervention (pci) was performed. The target lesion was located in the moderately tortuous proximal left anterior descending artery(lad) including the ostium and mid right coronary artery( rca). After predilation of the proximal lad, a 3x24mm non-bsc stent was deployed at 8 atmospheres. Post dilation was then performed. Predilation was then performed in the mid rca and the 3.50x24mm promus element ¿ drug-eluting stent was deployed at 12 atmospheres. Post dilation was performed and the procedure was completed after checking with intravascular ultrasound (ivus). Two days later, the patient was discharged without problems. In (B)(6) 2012, staged pci was performed. Two days later, no problems were noted and the administration of antiplatelet drugs was continued. The patient was then discharged. In (B)(6) 2014, the patient was diagnosed with pancreatic cancer. At other hospital, the patient was diagnosed to have remaining six months in his/her life. In (B)(6) 2015, medical administration of aspirin and clopidogrel were stopped due to the end stage of pancreatic cancer. In (B)(6) 2015, the patient died. Patient deceased due to suspected extremely delayed stent thrombosis.